Event description:
It was reported by the rep that the (1) tsb 45 was used during an unk procedure. It was reported that the staple was malformed. The case was completed with a new device and there was no consequence to the pt.